Event description:
On 01/05/2000, the facility's rn manager, supervisor of surgery informed the manufacturer's sales rep of the following: the surgeon found that the device was not functioning. Upon surgical investigation, the catheter was found to be sheared 95% and split. The surgeon removed the device and replaced it with another model. No further details were provided at this time.